Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery.